Manufacturer narrative:
Physio-control, inc evaluated the device. The root cause was determined to be due to a failure of the therapy cable connector assembly. After replacing the therapy cable connector assembly, proper operation confirmed, and the device was returned to the customer.

Event description:
It was reported that the device intermittently displayed an inappropriate therapy leads off message. There was no pt use associated with the reported event.